Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the medication was not detected on station. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes, a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined the medication was not detected on the station. The technical support specialist (tss) noted that the medications were physically available at the station, but unable to dial in due to a failure in locating the server connected to the station. The tss later confirmed with the customer that the issue had been resolved by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the medication was not detected on station. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.